Manufacturer narrative:
It was initially reported that a two-level m6-c patient had one of two implanted devices to have collapsed. The devices were both explanted with one device intact while the other had deteriorated upon removal. The radiographic images showed disc replacements at two index levels with evidence of lordosis observed. The disc at c5/c6 level had lost height and was surrounded by osteolytic changes, but retained its height. Lack of pre-operative, immediate post-operative and interim timepoints hinders further interpretation. Both devices were explanted and not intact as-received and the damage observed was consistent with damaged caused by extraction during removal. Infection was suspected; however, no microbiology or pathology laboratory testing reports or results were provided. Based on the limited information provided, the device at level c5-c6 showed clear evidence of in vivo mechanical failure; the device at level c6/c7 had not failed at the time of removal. It is unknown how long the devices were in situ, what the surgical indications were for removal, or if infection was suspected or confirmed. While osteolysis was noted at c5-c7, the cause of this event appears to be mechanical device failure at the c5-c6 level.

Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformance to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified. This was a two-level implantation. This is one (1) of two (2) reports submitted on this event.

Event description:
It was initially reported that two images were reported by a surgeon for a two-level m6-c patient in which one device appears to have collapsed. Both devices were explanted. One device was intact and one device was deteriorated at the time of removal.